Event description:
An erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the access 2 instrument. An initial accu tnl result was 1.22ng/ml. The result was reported out of the lab. The pt original sample was retested for accu tnl. The repeated accu tnl result was 0.43ng/ml. A corrected report has been issued. There have been no reports of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.